Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 30 in the mouth, the implant lost integration in type ii bone. The abutment was placed 8 months after the implant. Clinician noted the patient's pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 30 in the mouth, the implant lost integration in type ii bone. The abutment was placed 8 months after the implant. Clinician noted the patient's pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.